Event description:
It was reported to boston scientific corporation that an endostat footswitch was used during a procedure on (B)(6), 2010. According to the complainant, when the pedal of the footswitch was pressed, it would not activate the electrocautery function of the unit; the complainant noted that instead of triggering energy delivering, it would cause the unit's display to flicker and subsequently shut down. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device's serial number. Therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.